Event description:
Clinical trial. It was reported that 12 days following a coronary artery stenting procedure, the patient experienced an acute myocardial infarction. At the time of the index procedure, the patient presented for treatment with an acute myocardial infarction. The 2.25x16mm express2 stent was deployed in the 2nd obtuse marginal. The patient returned 12 days following the initial procedure with an acute myocardial infarction. A stent was used to treat the myocardial infarction. It was reported that the investigator believed this was a possible stent thrombosis, as the patient had discontinued plavix 3-4 days earlier. The investigator reported the relationship of the device to the myocardial infarction as "definitely". The possible stent thrombosis was attributed to discontinuation of plavix.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.